Event description:
It was reported that while deploying the transcatheter aortic valve evfxplus-29, an infold in the valve frame occurred. The device was withdrawn from the patient. No patient complications have been reported as a result of this event. Additional information was received to report the infold in the valve frame was identified upon the first deployment. The valve was recaptured due to the infold; the system and valve were withdrawn from the patient and replaced which resulted in a procedure delay. Per the physician, the patient's anatomy was "very normal" with minimal calcification.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original box and jar, fully submerged in a clear solution. The valve was slightly discolored showing evidence of blood contact. All leaflets exhibited signs of creases and frame imprints. As received, all leaflets appeared open. All commissures appeared intact. No damage was found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets; paddle 1 appeared slightly lifted. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while deploying the transcatheter aortic valve evfxplus-29, an infold in the valve frame occurred. The device was withdrawn from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.